Event description:
The reporter stated that the surgeon was advancing a 21.5 diopter three piece silicone lens model aq2010v in the cartridge and the haptic tore off. This occurred prior to insertion, so no patient contact or injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has one haptic torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.